Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, the sling had to be removed because of complications involving infections, vaginal bleeding, vaginal odor and discharge, and pain. Pt also had blood in their urine. Prior to explant surgery, exploratory surgery was performed in 1999 to repair the vaginal wall. This was unsuccessful resulting in explant surgery in 1999. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.